Manufacturer narrative:
D9: date returned to mfg.: 6/4/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was a cassette sensor error¿ was confirmed through disposable test, downstream occlusion (dso)/upstream occlusion (uso) occlusion test, and 50/100 ml. Cassette test. The probable cause was unknown. Further investigation found liquid crystal display (lcd) lens damaged, universal serial bus (usb) port corrosion, remote port corrosion, corrosion on main board, corrosion on chassis, corrosion on dso and uso sensors, latch lock flex sensor corrosion, dso seal had corrosion around the seal, and corrosion on front and rear housing. The repairs were not completed because it needed more than three (3) major repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette sensor error". There was no patient involvement.

Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.